Event description:
Device malfunction: unk device failure. Time of malfunction: during vessel closure. Symptoms/ae: none: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right femoral artery after an unspecified procedure. Reportedly, the device was "defective". Hemostasis was achieved using manual compression. There were no reported pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The device was received. Investigation is not complete.